Event description:
It was reported a ¿knot¿ was present around the implant area, ¿partially over the pump and to the right.¿ it was also reported the pump moved and it was noted the patient had lost weight over the years. It was reported the patient had an MRI which was related to the investigation of the ¿knot¿. It was reported, ¿I don¿t know if it¿s leaking some or the spinal fluid is gradually leaking out.¿ it was noted the knot was swelling and puffy. It was later reported ¿about two months now¿ the pump has a ¿notch¿ and it was getting bigger. It was reported the patient¿s health care provider was aware. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j10936r10, implanted: 2001-(B)(6), (B)(4).